Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she has been having sensor issues. Her blood glucose at the time of incident is unknown, but her sensor glucose levels have been 30 mg/dl, 32 mg/dl, and 27 mg/dl. The customer's complaint is that the sensor does not alarm when her blood glucose is low or high. The customer used to have the sensors in her arm but now that she has changed insertion sites the sensor still is not functioning properly. The customer stated that she also received a calibration alarm on her sensor despite the product appearing undamaged. Troubleshooting was declined because the customer was driving at the time of call. No products were shipped or returned.